Manufacturer narrative:
6947 lead implanted (B)(6) 2009; dtba1d1 crt-d implanted (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) pocket was revised due to a micro-erosion. The crt-d system was completely removed approximately seven months later due to erosion and suspected infection. The patient was treated with antibiotics. No further patient complications have been reported as a result of this event.